Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-45 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high impedance on the superior vena cava (svc) coil. Lend trend showed varying svc coil impedance measurements. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.